Event description:
The user reported that during cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but no conclusions reached.